Event description:
A malfunction with code 12 was reported by the customer. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with instructions on how to reset the pump, and after resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue happened again and understood the guidance.